Manufacturer narrative:
Batch review performed on 2 june 2025: lot 2424462: (B)(4) items manufactured and released on 27-01-2025. Expiration date: 2030-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 2 june 2025: gmk-spherika 02.12. E0410fl tibial insert fixed sphere flex size 4/10 mm l e-cross (k202022) lot 2432677: (B)(4) items manufactured and released on 30-dec-2024. Expiration date: 2029-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12. Ka14l femoral component spherika cemented s4+l (k211004) lot 2427693: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 2029-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had an infection and the pathogen is unknown. At about 20 days from primary the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.